Event description:
Patient stated that while wearing the v-go it has come off or v-go has shifted 2-3 inches over. Patient stated that he was properly cleaning the site before applying the v-go and he mentioned he does places v-go different places.